Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 172mg/dl, 92mg/dl, 57mg/dl. Tests were done less than 10 minutes apart with a difference of 63%. Patient did not experience any adverse events. No further information has been reported.